Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013. Product type extension. (B)(4).

Event description:
It was reported that the patient had a shocking and jolting sensation on the left side. It was noted that there was stimulation in the wrong location. It was noted that there was a burning sensation on the left side. It was noted that there was shocking and burning around the ribs and along the extension line. It was noted that the patient was supposed to get stimulation in the left leg but was getting left rib stimulation. It was noted that the patient had positional discomfort at the site of implant. It was noted that this started approximately 30 days ago but did not associated it with any particular event. It was noted that the manufacturer representative performed an impedance check and all results were within the normal range. It was noted that reprogramming was attempted and the patient stated that they still had left leg coverage but stated that it changed in some fashion. It was noted that no imaging or other diagnostics were done. It was noted that the manufacturer representative did not know the course the health care professional (hcp) would take moving forward.